Manufacturer narrative:
Age at time of event: 18 years old or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified arterial shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected to dilate the lesion. During the procedure, it was noted that the balloon ruptured at first inflation. The procedure was completed with a different device. No patient complications were reported.